Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) had high thresholds and a confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.